Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that falsely depressed sodium (na) and potassium (k) results were obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) and calibration was valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, performed an advance clean and power flush on an integrated multisensor technology (imt) module, replaced imt peristaltic tubing and sensor, ran dilution check and qc, which recovered acceptably. Siemens reviewed the instrument data and ruled out reagent issues as qc recovered within acceptable ranges and repeat testing performed on same imt sensor was acceptable. Siemens concluded that the imt fluid flow issue potentially contributed to the falsely depressed na and k results. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that falsely depressed sodium (na) and potassium (k) results were obtained on a patient sample on an atellica ch 930 analyzer. The erroneous results were reported to the physician, who questioned the results. The sample was repeated once on an alternate atellica ch 930 analyzer and twice on the original atellica ch 930 analyzer. The repeat results recovered higher than the erroneous results, were within normal range and in line with doctor¿s expectation. The repeat results from an alternate atellica ch 930 analyzer were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na and k results.